Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.

Manufacturer narrative:
Additional information: section h10: narrative text. Device history review (DHR) review was performed for the valve assembly and packaging routers most relevant to the reported event. The routers did not reveal any issues that could have contributed to the reported event.

Manufacturer narrative:
UDI number: (B)(4). Per the instruction for use (IFU), valve stenosis, regurgitation and device degeneration are potential risks associated with the use of the bioprosthetic heart valves. Stenosis of an implanted valve may be a manifestation of structural valve deterioration (svd). This term refers to changes intrinsic to the valve, and can include failure modes such as wear, calcification, leaflet tear, stent creep, leaflet disruption, or leaflet retraction. There are cases of svd that result in a combination of regurgitation and stenosis. It may be mild and not require any intervention or it may be moderate to severe. In these cases, it causes the heart to work harder to eject blood from the ventricle. Depending on severity it could be an indication for valve replacement or medical intervention. It is possible patient factors such as metabolic issues contributed to the valve stenosis. A very common failure mode is tissue calcification. The mechanisms for bioprosthetic heart valve tissue calcification are not fully understood. Many factors can contribute to the onset and propagation of calcification including patient related (e.g. Patient age, disease state, immune status, and other co-morbidities), pharmacological, and intrinsic properties of the valve itself. It is widely understood that patients with chronic renal disease and prior history of calcific stenosis of the native valve may be predisposed to bioprosthetic calcification. In this case, based on the limited information available, the root cause of the valve stenosis 2 years and 10 months post deployment in an existing surgical valve cannot be confirmed, but may be related to the patient¿s co-morbidities (end-stage renal disease, history of endocarditis) or pre-existing valvular disease process. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review.

Event description:
As reported, 2 years and 10 months post implant of a 23 mm sapien xt valve in the aortic position, the patient presented with increasing episodes of shortness of breath and hypotension during dialysis. Echo/tee demonstrated significant prosthetic aortic valve stenosis, reduced ventricular function, and moderate mitral valve insufficiency. The patient underwent a third redo aortic valve replacement and mitral valve repair. The previously implanted sapien xt valve and surgical valve were explanted and replaced with a non-edwards mechanical valve. The patient tolerated the procedure well and was transferred to the intensive care unit intubated, in critical but stable condition.